Event description:
While using a byte night aligner, patient experienced a small crack causing a lot of sensitivity to patient's molar. A crown had to be put on the molar. Patient has also experienced pain and sensitivity to their other teeth also. Patient stopped wearing aligners. Patient is scheduled to see their dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.